Event description:
It was reported via clinic notes received by the manufacturer that the patient was experiencing an increase in seizures, approximately 60 seizures since the last office visit with the patient's physician. It was stated that the patient's pattern was having multiple seizures in one day and then several days with no seizure activity. It was stated that the battery was low, but the vns was continuing to function. The notes indicated that the patient had very poor seizure control and that there had been no changes in the patient's situation which could have induced the seizures. The notes stated that all checks (diagnostics) were ok with the battery indicator at less than 25%, but did not specify if system diagnostics were performed. The physician noted that the battery was extremely low and may be part of the why the patient's seizures had increased. The patient was referred for vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility does not return explanted products per their protocol.

Event description:
It was report by the physician that the patient was seen recently due to experiencing a seizure in the car. The patient experienced a partial seizure in clinic, followed by at least 8 gtcs. The physician wanted to admit the patient, but the patient's mother preferred to use diazepam and wait it out. It was noted that the vns magnet did not help and that the physician did not interrogate/perform diagnostics for fear of worsening the patient's condition. However, it was stated that the vns has helped the patient. The patient also experienced two episodes of status epilepticus since referral for battery change.